Event description:
A customer site in (B)(6) reported that a donor specimen generated a false non-reactive test result, for (B)(6), when tested with the cobas taqscreen mpx test. Specifically, the customer reported that the donor specimen was serology positive ((B)(6)) and generated non-reactive and reactive test results with the cobas taqscreen mpx test. The donation was rejected due to the positive serology test result.

Manufacturer narrative:
The investigation into this reported issue is ongoing, and therefore, no conclusion can be drawn at this time. The conclusion of this investigation will be reported through a follow-up report. (B)(4).

Manufacturer narrative:
(B)(4). Device performed according to specifications, no failure detected and product within specification. As part of the investigation conducted, viral load testing of the customer-returned donor sample (aliquot a) with the cobas ampliprep / cobas taqman (cap/ctm) hbv v2.0 test generated a result of target not detected. Testing of aliquot b generated a qs_invalid result. Aliquot b sample was red in color which is typically seen with hemolyzed samples. (B)(4). The investigation determined that the discrepant mpx result is likely due to a (B)(4). No product or batch non-conformance was identified as: (B)(4). Table 2 from the package insert captures the analytical sensitivity of the cobas taqscreen test for hbv. (B)(4). Viral load testing of the customer-returned donor sample (aliquot a) with the cobas ampliprep / cobas taqman (cap/ctm) hbv v2.0 test generated a result of target not detected. (B)(4).